Event description:
The pt has a port accessed with a needle with extension to administer prn antiemetic. The husband noted a blood saturated dressing on the port site. The pt complained of chest pain upon inspiration. The husband removed the dressing and noted on expiration, blood was coming out of the needle. He removed the needle, and called 911 and dr. Pt was accessed in the ER. The plastic housing and butterfly wings had dislodged from the metal needle, leaving the needle in the port. (*)